Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the patient was experiencing inappropriate automatic mode switch due to noise oversensing exhibited by the atrial lead. No intervention was performed. The patient was asymptomatic and will continue to be monitored.